Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken off reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, missing end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that reservoir compartment was cracked. The customer¿s blood glucose level was 105 mg/dl. The customer reported that the insulin pump was dropped. The customer reported that the reservoir was not staying in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.